Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had the glass break during use. The following information was provided by the initial reporter: "during centrifugation for 30 tubes, one broke up on its all the parts except about 1 cm of the upper (cap) part."

Manufacturer narrative:
No samples and no photos were returned by the customer in support of this complaint. Therefore, 59 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.